Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 700 mg/dl and ketones that were identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline an insulin. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.